Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected cgm app shut down occurred. It was determined the issue was related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.